Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Prior to obtaining the discordant results, the customer stated to ccc that calibration failed on the total ige method. Ccc evaluated the instrument data and discovered that relative light units were low. Ccc instructed the customer not to use the instrument until a siemens customer service engineer (cse) arrived on site. The customer proceeded to run patient samples, and discordant results were obtained. After evaluation of the instrument and instrument data, the cse discovered a leak in the sample probe. The cse replaced the sample probe, the tubing between the sample probe and the transducer, and recalibrated the assays. The cause of the discordant results was due to a leak in the sample probe. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant results were obtained on patient samples tested for multiple methods on an advia centaur xp instrument. Discordant results were erroneously reported to the physician(s). Repeat testing was performed on the same instrument. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.